Event description:
It was reported that the tip of pedicle awl broke off. The tip has been disposed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip of the pedicle awl is indeed completely broken off. We do suppose that far too much mechanical force or possible inappropriate handling has caused the breakage of the tip. Please ensure to follow the relevant op instruction in order to eliminate such problems in the future.